Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument didn't move correctly, and a cable was seen out of the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument was replaced, and after reinstalling it, the instrument did not move even though the surgeon was operating the hand controls (static). There was no injury to the patient or any delay in the procedure; the instrument was simply changed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.